Event description:
It was reported that during device preparation, it was noted that the implantable cardiac monitor (icm) exhibited error message. The icm was not used. No patient was involved.

Manufacturer narrative:
The reported event of data problem and reset were confirmed. The device was received in reset conditions with battery voltage above elective replacement indicator (eri). Device image was unable to be saved. Device was restored to shipped settings and analysis was performed which indicated normal device functionality. Reset operation could not be reproduced. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control test prior to distribution. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.